Manufacturer narrative:
It was reported that the unit burned. Our inspection revealed a 1/4" burn hole, caused by a broken heater wire. Conversation with the user revealed that the unit had been used over a rolling message bed with the pt lying on top of the unit; both practices are contrary to our instructions. It is our component failure caused by customer misuse of our product. No deaths or injuries were reported.

Event description:
It was reported that the unit burned.